Manufacturer narrative:
Sensor 3mh008urj58 has been returned and investigated. The sensor plug was visibly not properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The issue is therefore not confirmed to use due to plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message upon scanning on the first day of the freestyle libre 2 sensor wear and therefore could not obtain glucose scans. The customer experienced a loss of consciousness and was treated with glucagon injection by third-party. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving a "replace sensor" message upon scanning on the first day of the freestyle libre 2 sensor wear and therefore could not obtain glucose scans. The customer experienced a loss of consciousness and was treated with glucagon injection by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.